Event description:
Service and repair report stated the screwdriver tip broke off during surgery. The part was forwarded to repair on (B)(6) 2013. There is no other information available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The report states that the tip of the device broke off during surgery. No adverse consequences reported. The product was received at service and repair who conducted a visual evaluation and determined that device could not be repaired. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device used in a veterinary case so no patient information will be provided. 01/30/2013. It was reported that this product problem occurred during a veterinary procedure for a patient with a fractured ulna and radius. Without a lot number the device history records review could not be completed.

Event description:
It was reported that this product problem occured during a veterinary procedure for a fractured left ulna and radius.